Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the tfna nail for the fracture of the trochanteric left femur. After reaming with the reamer to 13mm, the surgeon inserted the nail and the nail seemed to be tight against the medullary cavity. The surgeon injected the cement due to osteoporosis. During drilling to insert the locking screw, the patient¿s blood pressure dropped, so that anesthesiologist and the surgeon took measures such as hyperbaric oxygen therapy for approximately 20 minutes. As the surgeon intended to finish the surgery as soon as possible, the surgeon determined that the fixation of the distal locking screw and the end cap were no problems, and the surgery was completed successfully within 30 minutes delay. The surgeon reported on (B)(6) 2022, the patient deceased due to pulmonary embolism in the early morning of (B)(6) 2022. According to the surgeon, the patient had multiple pre-existing conditions and the cause of the death was unknown. It was also unknown that a causal relationship between the surgery itself and the use of the cement. This report involves one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part: 07.702.040s, lot: 1f53410, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: june 2, 2021, expiration date: june 1, 2024. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.